Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite tapered certain implant, (int410) was reported but not returned for evaluation. Therefore, visual/physical evaluation and functional testing could not be performed. DHR review was completed for the subject lot number 2021071486. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2021071486 for similar events and no other complaint was identified. Review completed utilizing keywords: medical: other therefore, based on the available information, device malfunction could not be verified. Additionally, the reported event could not be verified as the exact details of event were unknown/unverifiable.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant was removed due to a sinusitis intervention. The procedure was not concluded with the placement of another implant in the surgery.